Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens. This exchange resolved the problem. Patient is happy. Cause of event was reported as user error, refraction was caused through a wrong calculation measurement and miscalculation through the doctor.